Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation e1 event site full name: (B)(6).

Event description:
It was reported by field service engineer (fse) that during maintenance cardiosave intra-aortic balloon pump (iabp) the mechanical helium pressure gauge indicates half tank while the cylinder is empty. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions, h11. A getinge field service engineer (fse) replaced helium gauge and installed new helium cylinder. Functional tests performed with positive outcome. The equipment was returned to the customer for clinical use.

Event description:
N/a.